Event description:
Umbilical arterial catheter broke at the distal end of the catheter; nurse on site when event occurred and clamped line to prevent bleeding. Date of use: (B)(6) 2010. Event abated after use: yes.